Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2112633: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months post primary, the surgeon performed a washout and revised the liner. The surgery was completed successfully.